Event description:
Information was received from a patient via manufacturer representative regarding an external device for fecal incontinence and gas trointestinal/ pelvic floor. It was reported that their communicator will not connect to their handset. Pt states they tried working with the medtronic rep but they couldn't get it to connect either. Pt states this issue has been going on for at least 2 weeks. Pt confirmed they charged the communicator last. Pt services walked through pairing handset to communicator. Pt states they see "not found. Is the communicator powered on? Is it charged? Is it close to the handset?" Pt services had pt turn off bluetooth and back on again, close out of all running apps and restart the handset. Pt confirmed communicator was not plugged into a power source. Pt was unable to open screen enough to check location on handset. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. They reported that pt's nurse from managing hcp office called because pt has not been able to communicate with ins both with mytherapy app and clinician app. Communicator pairs fine with handset but it keeps displaying 'device not found' when attempting to connect with ins. Pt recently had communicator replaced due to this issue and the same issue occurs with the new communicator. Tss asked, caller confirmed with pt new communicator was paired to handset, bluetooth light was solid and communicator was fully charged and not plugged in or near the other communicator as she already returned it. Caller confirmed pt had no falls or trauma and she can feel where the ins is and where to place the communicator. Tss asked if hcp knew what settings she was on to perform a longevity calculation and pt told hcp she's had it around 2.8-3.1v since implant but did not know pw, rate, or electrode configuration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.